Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that in the cardiology department there was a power failure after the intra-aortic balloon pump (iabp) was running for two hours. The pump alarmed for low battery and automatically shut down. After emergency treatment, the patient was out of danger. The doctor used another arrow iabp to continue the support. The engineer replaced the battery. There was a delay/ interruption of 30 minutes with no harm stated. Patient outcome was "well". It was noted that the (B)(4) sheathed was used.

Manufacturer narrative:
(B)(4). No intra-aortic balloon pump (iabp) parts or recorder strips were returned for evaluation at the chelmsford teleflex facility. This iabp was manufactured in 2008 and the battery is the original battery. A device history record review was conducted for the iabp serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the "pump alarmed for low battery and automatically shut down" is not confirmed. The cause of the reported complaint could not be determined.

Event description:
It was reported that in the cardiology department there was a power failure after the intra-aortic balloon pump (iabp) was running for two hours. The pump alarmed for low battery and automatically shut down. After emergency treatment, the patient was out of danger. The doctor used another arrow iabp to continue the support. The engineer replaced the battery. There was a delay/ interruption of 30 minutes with no harm stated. Patient outcome was "well". It was noted that the iab-sb40c sheathed was used.